Event description:
The doctor reported separating a file in the pt's tooth during a dental procedure. The doctor will attempt to complete the procedure either by retrieval of the file or incorporating the file as part of the fill. Pt follow-up will be required and reported.